Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redy0094 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a small slit near the valve at the proximal end of the PICC catheter. When pre-flushing the catheter, liquid leaked. Subsequently, another spare catheter was used.

Event description:
It was reported that there was a small slit near the valve at the proximal end of the PICC catheter. When pre-flushing the catheter, liquid leaked. Subsequently, another spare catheter was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 4 fr single lumen groshong clearvue catheter with stiffening stylet and flushing hub inserted and one two-piece nxt connector in a sealed pouch were returned for evaluation. An initial visual observation showed some use residue on the returned sample. In one of the returned photographs the distal tip of the stiffening stylet was observed to be protruding from a hole in the catheter tubing. A microscopic observation revealed a ¿c¿ shaped split in the catheter tubing at the location of the distal tip of the stylet within the catheter. The edges of the split were observed to be uneven, and the fracture surfaces were observed to be mostly smooth and granular in texture. A patterned line of multiple microscopic superficial splits was observed just proximal to the valve of the catheter. This damage appears to have most-likely been caused by contact with a metallic instrument such as hemostats. The location, shape, and texture of the damage observed in the returned sample suggest the catheter was punctured by the stylet tip; this can occur due to excessive manipulation of the stiffening stylet within the catheter and/or advancement of the stylet and catheter against resistance. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that there was a small slit near the valve at the proximal end of the PICC catheter. When pre-flushing the catheter, liquid leaked. Subsequently, another spare catheter was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Two photographs of a groshong clearvue catheter were returned for evaluation. An initial visual observation of one of the returned photographs showed the groshong clearvue catheter with a stiffening stylet and flushing hub inserted in a kit tray. A section of the catheter near its distal end was circled in red in this photograph, and blood residue could be seen on the kit tray. The other returned photograph showed the distal end of the stiffening stylet protruding from a hole in the catheter tubing. While the exact cause of the hole in the catheter tubing observed in the returned photographs is unknown, possible causes include damage from the stylet due to excessive manipulation of the stylet and/or excessive friction between the stylet and the catheter tubing, over-pressurization, and sharp instrument damage. H3 other text : evaluation findings are in section h.11.